Manufacturer narrative:
Nihon kohden technical services advised the customer to rebuild the hard drives, which resolved the issue. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) froze and would not recognize user input.

Event description:
The customer reported that the central nurse's station (cns) froze and would not recognize user input.

Manufacturer narrative:
H10: additional narrative: customer stated screen froze and user input was not being recognized. Customer "hard-rebooted" the device. When it came back on, full disclosure was available for 5 minutes, but it was now no longer available. Nk ts explained to customer that due to the hard-reboot, drives are checking for disk errors or bad data and rebuilding themselves. Thus, causing the full disclosure not being available. There were no error codes reported. After the process completed, customer confirmed the issue resolved. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: nk ts explained that there are two possible causes for device freezing up: 1) network disturbance 2) computer issue. The reported freezing was suspected to be caused by network disturbance, by the lack of error codes reported, although this could not be confirmed. Service history for this device shows no other tickets relating to screen being frozen. Service history for this customer shows no other tickets relating to screen being frozen. This issue has not re-occurred for this device or on this customer's network. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.